Manufacturer narrative:
(B)(4). Batch # n5701r. The analysis results showed that the ats45 device arrived with no apparent damage and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify how the stapler misfired? It locked on the tissue after cutting halfway through. Did the device lock-out (no staples deployed and no cut line started)? Half way after firing it locked. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes, partial fire. If the device stapled, were the staples properly formed? When the device was difficult to remove, did the jaws open? Yes. If no, how was the device removed from the tissue? The tissue was cut around the jaws. It was clarified that the device had to be cut off tissue.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler misfired and was difficult to remove. After the stapler was removed, the surgeon finished the procedure without opening another stapler. There were no adverse consequences for the patient.